Event description:
It was reported that when the patient presented in clinic for a follow up, failure to interrogate was observed on the device. Backup vvi issue was noted. Programming change was made, and the device was able to be interrogated. The device was then explanted on (B)(6) 2021. The patient¿s condition was stable.

Manufacturer narrative:
The reported event of loss of telemetry was confirmed in the field. However, the failure was unable to be reproduced when the device was interrogated in the lab. Bench testing was performed and the device showed normal function.